Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2418) on 03-nov-2015. The most recent information was received on 16-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure/ my left coil and fallopian tube was visible so my doctor ordered an x-ray still cannot find my right tube or the coil/ my right tube and coil was not visible so my doctor tells me after surgery the right coil was no where to be"), pelvic pain ("shooting pain in my pelvis / constant aching pain in my pelvis area/ pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 48-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1993, (B)(6) 1998, (B)(6) 2006), varicella, urticaria, bartholin's abscess, hemorrhoids, helicobacter pylori test positive and wisdom teeth removal. Previously administered products included for birth control: depo-provera from 1998 to 2005 and iud nos in 2005. Past adverse reactions to the above products included abdominal pain lower with iud nos. Concurrent conditions included body mass index normal, hypertension since 2010, hypothyroidism since 2010, ex-tobacco user, ovulation bleeding, uterine pain, adnexa uteri pain and spotting vaginal. Concomitant products included anaesthetics (anesthesia), atenolol since 2010, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, levothyroxine since 2012, lisinopril since 2010 and medroxyprogesterone acetate (depo provera) in 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods 12-14 days each month / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("chronic pain, it's very uncomfortable and hurts at times"), abdominal pain lower ("cramps on my right side where the coil was placed"), back pain ("shooting pain in my back area"), dizziness ("dizzy spells"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms through out my body"), fatigue ("fatigue"), anaemia ("severe anemia"), the first episode of feeling abnormal ("brain fog"), speech disorder ("stumble over my words when speaking"), alopecia ("hair loss"), the second episode of feeling abnormal ("brain fog"), dysmenorrhoea ("monthly menstrual cycle/abnormal bleeding/ monthly severe pain during cycle/ abnormal bleed"), complication of device insertion ("the right essure was difficult to place") and discomfort ("it's very uncomfortable and hurts at times") and was found to have uterine leiomyoma ("also have a fibroid which is pretty big. Most of my pain is on my right side. "I am very upset and worried that this thing is not visible"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and on (B)(6) 2016.essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, uterine haemorrhage, menorrhagia, pain, abdominal pain lower, back pain, dizziness, headache, abdominal distension, muscle spasms, fatigue, anaemia, speech disorder, alopecia, the last episode of feeling abnormal, complication of device insertion, discomfort, uterine leiomyoma and vaginal haemorrhage outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, complication of device insertion, device breakage, device dislocation, discomfort, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, muscle spasms, pain, pelvic pain, speech disorder, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of left essure device. Essure confirmation test-per medical records they were unable to locate the right coil, there were fragments projects over the left pelvis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Ultrasound abdomen - on (B)(6) 2015: results: no essure device seen on the right. Ultrasound scan - on (B)(6) 2015: results: breakage of essure device. No essure device seen on the right. Small radiopaque fragment projects over the left pelvis and may reflect part of a broken right essure device. The remainder of the right essure device is not visualized projecting over the abdomen or pelvis.; on (B)(6) 2016: results: intramural/submucosal 4.8cm fibroid. Ultrasound scan vagina - on (B)(6) 2015: results: uterus is anteverted and measures 9.0 x 6.2 x 5.2 cm. A 2.8 x 4.6 x 3.8 cm probable intramural fibroid is seen at the fundus, in part abutting the endometrial stripe. The endometrial stripe is 6 mm in ap thickness. An essure device is seen on the left, though no such device is seen on the right. The right ovary measures 2.5 x 3.1 x 1.6 cm, demonstrate normal arterial inflow. The left ovary measures 2.1 x 2.2 x 1.3 cm, demonstrate normal arterial inflow. There is no free fluid or adnexal mass. Impression: 1. A 4.6 cm mostly intramural uterine fibroid may have a submucosal component. 2. An essure device is seen on the left, though no essure device is seen on the right.. X-ray - on (B)(6) 2015: results: breakage of essure device.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received: event vaginal hemorrhage was added. Lab data were added. Medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain in my pelvis / constant aching pain in my pelvis area/ pelvic pain/ pain"), device breakage ("device breakage"), device dislocation ("migration of essure/ my left coil and fallopian tube was visible so my doctor ordered an x-ray still cannot find my right tube or the coil/ my right tube and coil was not visible so my doctor tells me after surgery the right coil was no where to be"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1993, (B)(6) 1998, (B)(6) 2006), varicella, urticaria, bartholin's abscess, hemorrhoids, helicobacter pylori test positive and wisdom teeth removal. Previously administered products included for birth control: depo-provera from 1998 to 2005 and iud nos in 2005. Past adverse reactions to the above products included abdominal pain lower with iud nos. Concurrent conditions included body mass index normal, hypertension since 2010, hypothyroidism since 2010 and ex-tobacco user. Concomitant products included anaesthetics (anesthesia), ibuprofen, levothyroxine since 2012 and lisinopril since 2010. From (B)(6) 2006 until (B)(6) 2006, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient started atenolol at an unspecified dose and frequency. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 9 years 5 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("periods 12-14 days each month"), pain ("chronic pain, it's very uncomfortable and hurts at times"), abdominal pain lower ("cramps on my right side where the coil was placed"), back pain ("shooting pain in my back area"), dizziness ("dizzy spells"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms through out my body"), fatigue ("fatigue"), anaemia ("severe anemia"), the first episode of feeling abnormal ("brain fog"), speech disorder ("stumble over my words when speaking"), alopecia ("hair loss"), the second episode of feeling abnormal ("brain fog"), dysmenorrhoea ("monthly menstrual cycle/abnormal bleeding/ monthly severe pain during cycle/ abnormal bleed"), complication of device insertion ("the right essure was difficult to place"), discomfort ("it's very uncomfortable and hurts at times") and uterine leiomyoma ("also have a fibroid which is pretty big. Most of my pain is on my right side. "I am very upset and worried that this thing is not visible"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, uterine haemorrhage, menorrhagia, pain, abdominal pain lower, back pain, dizziness, headache, abdominal distension, muscle spasms, fatigue, anaemia, speech disorder, alopecia, the last episode of feeling abnormal, complication of device insertion, discomfort and uterine leiomyoma outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, complication of device insertion, device breakage, device dislocation, discomfort, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, muscle spasms, pain, pelvic pain, speech disorder, uterine haemorrhage, uterine leiomyoma, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Ultrasound scan - on (B)(6) 2015: breakage of essure device.; on (B)(6) 2016: intramural/submucosal 4.8cm fibroid x-ray - on (B)(6) 2015: breakage of essure device. On (B)(6) 2015, ultrasound scan vagina showed the uterus is anteverted and measures 9.0 x 6.2 x 5.2 cm. A 2.8 x 4.6 x 3.8 cm probable intramural fibroid is seen at the fundus, in part abutting the endometrial stripe. The endometrial stripe is 6 mm in ap thickness. An essure device is seen on the left, though no such device is seen on the right. The right ovary measures 2.5 x 3.1 x 1.6 cm, demonstrate normal arterial inflow. The left ovary measures 2.1 x 2.2 x 1.3 cm, demonstrate normal arterial inflow. There is no free fluid or adnexal mass. Impression: 1. A 4.6 cm mostly intramural uterine fibroid may have a submucosal component. 2. An essure device is seen on the left, though no essure device is seen on the right. On (B)(6) 2015, ultrasound abdomen showed, impression: no essure device seen on the right. Small radiopaque fragment projects over the left pelvis and may reflect part of a broken right essure device. The remainder of the right essure device is not visualized projecting over the abdomen or pelvis. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: new reporters, patient demographic information, product stop date, indication, concomitant drugs, conditions, historical conditions, lab data, lot no, new events genital haemorrhage, device dislocation, device breakage, alopecia, feeling abnormal, dysmenorrhoea, complication of device insertion, discomfort, uterine leiomyoma, event chronic pain amended to chronic pain, it's very uncomfortable and hurts at times. Outcome for the events genital haemorrhage and dysmenorrhoea added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain in my pelvis / constant aching pain in my pelvis area/ pelvic pain/ pain"), device breakage ("device breakage"), device dislocation ("migration of essure/ my left coil and fallopian tube was visible so my doctor ordered an x-ray still cannot find my right tube or the coil/ my right tube and coil was not visible so my doctor tells me after surgery the right coil was no where to be"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1993, (B)(6) 1998, (B)(6) 2006), varicella, urticaria, bartholin's abscess, hemorrhoids, helicobacter pylori test positive and wisdom teeth removal. Previously administered products included for birth control: depo-provera from 1998 to 2005 and iud nos in 2005. Past adverse reactions to the above products included abdominal pain lower with iud nos. Concurrent conditions included body mass index normal, hypertension since 2010, hypothyroidism since 2010 and ex-tobacco user. Concomitant products included anaesthetics (anesthesia), ibuprofen, levothyroxine since 2012, lisinopril since 2010 and medroxyprogesterone (depo provera) in 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient started atenolol at an unspecified dose and frequency. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 9 years 5 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("periods 12-14 days each month"), pain ("chronic pain, it's very uncomfortable and hurts at times"), abdominal pain lower ("cramps on my right side where the coil was placed"), back pain ("shooting pain in my back area"), dizziness ("dizzy spells"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms through out my body"), fatigue ("fatigue"), anaemia ("severe anemia"), the first episode of feeling abnormal ("brain fog"), speech disorder ("stumble over my words when speaking"), alopecia ("hair loss"), the second episode of feeling abnormal ("brain fog"), dysmenorrhoea ("monthly menstrual cycle/abnormal bleeding/ monthly severe pain during cycle/ abnormal bleed"), complication of device insertion ("the right essure was difficult to place"), discomfort ("it's very uncomfortable and hurts at times") and uterine leiomyoma ("also have a fibroid which is pretty big. Most of my pain is on my right side. "I am very upset and worried that this thing is not visible"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy and bilateral salpingectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, uterine haemorrhage, menorrhagia, pain, abdominal pain lower, back pain, dizziness, headache, abdominal distension, muscle spasms, fatigue, anaemia, speech disorder, alopecia, the last episode of feeling abnormal, complication of device insertion, discomfort and uterine leiomyoma outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, complication of device insertion, device breakage, device dislocation, discomfort, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, muscle spasms, pain, pelvic pain, speech disorder, uterine haemorrhage, uterine leiomyoma, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Ultrasound scan - on (B)(6) 2015: breakage of essure device.; on (B)(6) 2016: intramural/submucosal 4.8cm fibroid x-ray - on (B)(6) 2015: breakage of essure device. On (B)(6) 2015, ultrasound scan vagina showed the uterus is anteverted and measures 9.0 x 6.2 x 5.2 cm. A 2.8 x 4.6 x 3.8 cm probable intramural fibroid is seen at the fundus, in part abutting the endometrial stripe. The endometrial stripe is 6 mm in ap thickness. An essure device is seen on the left, though no such device is seen on the right. The right ovary measures 2.5 x 3.1 x 1.6 cm, demonstrate normal arterial inflow. The left ovary measures 2.1 x 2.2 x 1.3 cm, demonstrate normal arterial inflow. There is no free fluid or adnexal mass. Impression: 1. A 4.6 cm mostly intramural uterine fibroid may have a submucosal component. 2. An essure device is seen on the left, though no essure device is seen on the right. On (B)(6) 2015, ultrasound abdomen showed, impression: no essure device seen on the right. Small radiopaque fragment projects over the left pelvis and may reflect part of a broken right essure device. The remainder of the right essure device is not visualized projecting over the abdomen or pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2418) on 03-nov-2015. The most recent information was received on 21-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain in my pelvis / constant aching pain in my pelvis area/ pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("periods 12-14 days each month"), pain ("chronic pain"), abdominal pain lower ("cramps on my right side where the coil was placed"), back pain ("shooting pain in my back area"), dizziness ("dizzy spells"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms through out my body"), fatigue ("fatigue"), anaemia ("severe anemia"), feeling abnormal ("brain fog") and speech disorder ("stumble over my words when speaking"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy and bilateral salpingectomy with removal of left essure device). At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, pain, abdominal pain lower, back pain, dizziness, headache, abdominal distension, muscle spasms, fatigue, anaemia, feeling abnormal and speech disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, dizziness, fatigue, feeling abnormal, headache, menorrhagia, muscle spasms, pain, pelvic pain, speech disorder and uterine haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of left essure device. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jul-2017: legal document received: reporter information updated, essure start date amended, events pelvic pain and abnormal uterine bleeding were added company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.